Manufacturer narrative:
(B)(4).

Event description:
F/u info rec'd indicated that there was an infection with pain at the neurostimulator pocket site. On (B)(6) 2011, the pt met with the healthcare professional for the pain and it was noted that the pt had a hematoma at the device site. The neurostimulator and lead were explanted. The pt was to be re-implanted after 3 months.